Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker (pm) exhibited inappropriate automatic mode switch (ams) due to noise over-sensing. No intervention was performed. Patient condition was stable and would continue to be monitored.